Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation : rupture and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported bilateral rupture. Later it was reported ¿slight pain¿, ¿dizziness¿, and "seroma capsule with mild inflammation.¿ the report of dizziness is deemed not related to the device. This record is for right side. The device remains implanted.